Event description:
Information was received that a patient diagnosed with pulmonary arterial hypertension and receiving remodulin was reported to have be short of breath. The pump was found off with the battery depleted in the morning. The patient feels that it's not infusing correctly. The patient's oxygen saturation was at 92 while on 6 liters of oxygen per nasal cannula, and the pulse is 79, which are both normal. The pump was replaced to resolve the issue.